Event description:
During a robotic sleeve gastrectomy, egd, the davinci sureform 60 stapler stopped working (stapling) for the surgeon. The surgery was halted long enough to replace the device with a new one. There was no harm to the patient and the surgery was successfully completed.